Event description:
It was reported that there was a kink in the tubing of the foley tray.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed cause unknown. Received (2) photo samples. Photo (1) shoes drainage bag with inlet tube kinked. Photo (2) shows tray package label with verified material number a303416a and lot number ngjx0975. This does not meet specifications per (B)(4) which states " any kinks in drainage tube which reduce the i.d more than 25% are not permitted." A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Initial reporter complete facility name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a kink in the tubing of the drain bag in the foley tray.